Event description:
Additional information was received that the patient had no symptoms associated with the outflow graft thrombus. The patient was stable and would continue routine ventricular assist device (vad) management.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of thrombus within the outflow tract was unable to be confirmed through evaluation of the submitted image, and the device was not available for evaluation as it remains in use. A specific cause for the reported thrombus could not be conclusively determined through this evaluation. Evaluation of the submitted CT scan was unable to confirm the reported outflow thrombus. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary mw number mw5163136 was received 19dec2024. Section a: patient information is not currently available. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a computed tomography (CT) scan was performed for pneumonia and had an incidental finding of thrombus within the proximal aspect of the outflow graft. It appeared to be causing severe focal narrowing. The remaining outflow graft was patent. Flows and power were stable.